Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported tower 240v. One image was received for evaluation. The image depicted the operating room team interactive (orti) screen of the tower showing an error message stating, "system startup failure. Press blue power button to shut down and restart.". Evaluation of the logs noted that issues related to the external monitor are not tracked in the logs. The external monitor should be connected prior to turning the tower on. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a system initialization failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative setup for a robotic laparoscopic total hysterectomy with bilateral salpingectomy procedure, and prior to the patient entering the operating room, the hugo tower failed to recognize the slave monitor. Multiple restart attempts were performed, including full system shutdowns, unplugging and reconnection, and two uninterrupted power source (ups) shutdowns with remote field service engineer guidance. After that, the system powered up successfully. Later, the procedure was converted to laparoscopy and completed successfully using standard laparoscopic instruments. It took more than 30 minutes to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre operative setup for a robotic laparoscopic total hysterectomy with bilateral salpingectomy procedure, and prior to the patient entering the operating room, the hugo tower failed to recognize the slave monitor. Multiple restart attempts were performed, including full system shutdowns, unplugging and reconnection, and two uninterrrupted power source (ups) shutdowns with remote field service engineer guidance. After that, the system powered up successfully. Later, the procedure was converted to laparoscopy and completed successfully using standard laparoscopic instruments. It took more than 30 minutes to resolve the issue.